Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced a tickling sensation in abdominal area twice and chest pain. Additional information received that this lead was explanted due to phrenic nerve stimulation (pns) and high pacing thresholds. No additional adverse patient effects were reported.